Event description:
It was reported that during an unknown procedure, on the first firing, the stapler did not fire any staples. They used another cartridge/reload and finished the procedure there was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.